Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while removing the device during a laparoscopic inguinal hernia repair, a piece of plastic was found in the patient. The retrieval of the plastic was successful and the case was completed. There was no patient injury.